Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the end cap for rfna / 0mm sterile was stripped from the threads. However, the damaged surface was thoroughly examined and no problems with the material were noted. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined based on the evidence provided. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed, since the mating device was not returned. However the complaint allegation can be confirmed due to the damage observed on the device. The overall complaint was confirmed as the observed condition of the end cap for rfna / 0mm sterile would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history a manufacturing record evaluation was performed for the finished device product code: 04.233.000s-us lot number: 4742p85 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15 mar 2023 manufacturing site: jabil bettlach expiry date: 28 feb 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the device was not able to screw in place the end cap of rfna nail. Another device was used and it went smoothly. It looked like the end cp did not engage and could not be screwed on all the way in. Unknown surgical delay. Unknown how procedure was completed. No patient consequences.